Manufacturer narrative:
Concomitant: product ID 309328, lot# 0208832488, implanted: 2014-(B)(6), product type lead. Product ID 309328, lot# 0208832488, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient had a return of urinary incontinence following a fall. Repositioning of the electrode was done. The patient's status at the time of report was not available. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient's neurostimulator was also reprogrammed. The event was also assessed as related to the electrode.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study via a manufacturer representative reported the onset of the event was (B)(6) 2015. It was suspected there was disconnection between the neuromodulator and electrode following a fall from the bed. The cause of the fall was the patient was sick with the flu and she was very tired. It was also reported the stimulator was also repositioned and reprogrammed. The event was not related to the procedure or the system. The patient recovered.